Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago.

Event description:
It was reported that the patients ipg was not holding a charge and was needed to be charged for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.